Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the physician was performing a flexible ureteroscopy procedure on a patient and the ncircle tipless stone extractor basket broke during retraction. No unintended section of the device remained inside the patient¿s body. The patient did not require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The physician completed the procedure by using another ncircle tipless stone extractor.

Manufacturer narrative:
Investigation - evaluation: two used ncircle tipless stone extractors were received for evaluation. A visual inspection of device 1 found the support sheath was partially severed at the base of the male luer lock adaptor (mlla) and the basket sheath was found to have multiple kinks. Functional testing was performed and the unidex handle does not actuate the basket formation. Device 2 was visually examined. It was observed the support sheath is slightly bowed in appearance. One of the basket wires was broken and pulled out of the loop. A functional test was performed. The unidex handle actuates the basket formation to the open and closed positions. The customer complaint has been confirmed. Based on the available information a definitive root cause could not be established. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed there were no non-conformances identified during the manufacturing process that would have caused or contributed to the reported product issue. A review of complaint history for this product/lot number combination revealed no other similar complaint has been received. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.